Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Using the pod 5 / page 44- warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107- warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily- at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site (leg) while wearing the pod for longer than 48 hours. The patient had two (2) pimples on the insertion site, it was bruised and was red itchy with a little blood. Patient contacted the doctor and the redness went up to a hand size on the body. The patient went to a clinic. Patient¿s blood glucose reached 400 mg/dl and had ketones. The patient was able to activate another pod. Patient has a reaction to taking the pod off and says it seems like the skin is burnt. The patient was prescribed bectrum as an antibiotic.